Manufacturer narrative:
Device evaluation: review of the submitted system controller log files confirmed the reported low speed/pump stoppage events and associated alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Additionally, analysis of the log file provided by the account confirmed a transient elevation of pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Based on previous complaint experience and the patient¿s history of a similar event (refer to cs-120530 and cs-126401), the low speed/pump stoppage events recorded in the submitted log files appeared consistent with potential driveline wire damage. The abnormal pump operation recorded in the log files occurred while the patient was operating on both the power module and on battery power. This potential driveline wire damage could have accelerated the drainage of the external 14v batteries to result in the no external power alarms recorded in the submitted log file. It was reported that the patient underwent a pump exchange on 14jan2020. Multiple requests for additional information, including the return status of the product, were sent to the customer; however, no response has been received at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The most recent revision of the heartmate ii lvas IFU is document 106020 rev. G. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The most recent revision of the heartmate ii lvas patient handbook is document #106022, rev. G. This handbook contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Incidental findings: a transient elevation of power was observed during evaluation of the log file. The elevation of power was not associated with the reported pump stoppages. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pump off and low speed advisory on batteries on (B)(6) 2019. A pocket controller exchange 1 log file from each controller. The log file captured low speed/low flow/pump stop/driveline disconnected events while using battery power and patient cable starting on (B)(6) 2020 and continued for the remainder of the log file. Patient had a prior percutaneous (perc) lead repair back in (B)(6) 2019. The returned portion of the driveline did not capture any driveline damage so the damage was presumed to be internal and looked to have matured into a phase to phase short having pump stops on any power source. On (B)(6) 2020, patient was at (B)(6) in (B)(6). Pump was currently running but patient had phase to phase short in heartmate ii driveline with intermittent pump stops on both power module patient cable and battery power. Clinical consultant communicated with ventricular assist device (vad) team and recommended keeping driveline as still as possible to avoid further pump stops. Vad was currently running. (B)(6) surgeon planned for a heartmate ii to heartmate 3 lvad pump exchange. On (B)(6) 2020, the log file showed pump stops on (B)(6) 2020 and on (B)(6) 2020, while on batteries and the power module. The pump was replaced on (B)(6) 2020. On (B)(6) 2020, the reason for exchange noted:" pump stop/driveline fracture"